Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim "while utilizing new bd t connector device and new clave fluids would not free flow. IV was flushed immediately before and flushed well with brisk blood return. Yet when hooked up to fluids wide open to gravity the fluids would not drip effectively to run anesthesia carrier fluids. When clave was changed to previously utilized (clear purple clave) device flow was slightly improved but still slower than typical. Fluid seems to congregate in the clave and the injection port of the t connector. Patient was not reacting properly to amount of anesthesia being provided due to this issue.